Event description:
A customer from japan reported a test result of 12.2% on the a1cnow system. A different system at the inspection center gave a reading of 9.0%. The differences between the tests could be clinically significant. No adverse events were alleged. The customer's a1cnow kit is to be returned for evaluation and it was replaced by a new one.

Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws.